Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic tore. The lens was cut into pieces to remove the lens without enlarging the incision. No patient injury. Surgery was completed with another lens.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that one lens haptic is torn off along with part of the lens optic and was missing and the other lens haptic was torn off. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.